Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be an unexpected high ultra-filtration (uf) for this therapy compared to other therapies. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 47678 ml during therapy initiated on (B)(6) 2012 22:41:38, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the 1154817 clinical hazards list. "Review of the event log revealed that therapy was completed on (B)(6) 2012 07:26:21 after the completion of drain 2, and there was no cycle 3 in this therapy, therefore, there was no iipv event in cycle 3". This incident does not meet iipv criteria. Iipv is not confirmed. If any additional relevant information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, three increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2012 22:41:38. During night drain cycle three, the patient's ultrafiltration reading was 47678ml, indicating the home patient (hp) drained 47678ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available.